Manufacturer narrative:
Please retract this report 2017865-2026-10143, the same issue was previously reported under 2017865-2025-1003619.

Event description:
It was reported that, the right ventricular (rv) lead was explanted and replaced for suspected insulation damage. X-ray imaging was performed; no anomalies were noted. The patient was stable with no consequences.

Manufacturer narrative:
Product #1 pi main [pi-2025-0172246-01]. An event of incorrect, inadequate or imprecise result or readings, pacing problem, and break resulting in no clinical signs, symptoms or conditions which was addressed by an additional surgical procedure was reported. The low voltage lead is explanted and is not expected to be returned. Gfes were performed to confirm if the noise resulted in oversensing and if imaging was performed and the results. Information received indicated, noise reversion was noted resulting in inappropriate automatic mode switch (ams) and imaging was performed; no anomalies were noted. The lead was explanted and replaced to resolve this event. A device history record (DHR) review was not required per investigation procedure. The reported event of noise and ams were confirmed by a field representative via device records. Lead insulation damage was alleged, but this was not confirmed.